Event description:
It was reported that: "pt had a loose femoral stem. It was an accolade stem and was replaced by a restoration modular cone/conical stem."

Event description:
On a swapped device, the product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to the ground bond failing performance specifications. There were no alarms or additional findings. This is an indication that the device failed the ground bond test during rite testing. This indicates a high resistance value between homechoice and ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device failed the rite (return instrument test / evaluation) electrical ground bond test. The product analysis lab (pal) evaluated the device. Continuity between the power entry module and the door post ground was not stable. The setscrew on the door post was tightened and continuity was stable and within specification. The 5v reading on the digital board was out of specification. The cable was reseated and the voltage reading was within specification. The assignable cause for rite test failure - ground bond was determined to be a loose setscrew on the door post.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.